Manufacturer narrative:
Insulin pump was received with blank display during testing. Unable to determine the root cause, problem isolated to pcb 2. Unit was received with minor scratched lcd window, scratched case, cracked select button keypad overlay and faded serial number label. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump case had deterioration in case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.